Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's scs system replacement procedure, an impedance check could not be properly performed on the designated replacement ipg. As a result, on (B)(6) 2018, the ipg was replaced and implanted, and therapy was restored post-op.